Manufacturer narrative:
Additional information received indicates that the patient is currently stable and that no other treatments were provided. The patient's physician reported that the event was most likely related to the position of the hvad within the left ventricular and that this is due to the patient's anatomy. (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 99 suction alarms were logged for the week leading up to the reported event date, confirming the reported event. Pump parameters were within the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the suction event can be attributed to transient obstruction of the inflow cannula by papillary muscle. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would have impacted the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported events. Clinical factors that may have contributed to the event include the positioning of the device in the patient's left ventricle and this patient's particular anatomy. Though a definitive root cause cannot be conclusively determined, there are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The pump is a fixed speed system and estimates blood flow rate using electrical current, impeller speed and blood vicosity. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Right heart failure is a known potential complication that may be associated with use of this product and in patients with heart failure. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Users are directed to confirm correct settings for low flow alarm limit and viscosity. If "low flow" alarm is active then the patient should be evaluated. The low flow alarm is triggered if average flow drops below the low flow alarm threshold. All alarms, including suction events, should be reported. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
A report was received that a patient was admitted to hospital with hvad suction alarms, lightheadedness, and dizziness. Diagnostic testing confirmed the presence of a transient obstruction of the left ventricle and the ventricular assist device (vad) inflow cannula by the patient's papillary muscle. The patient began exhibiting mild to moderate signs of right heart failure and was placed on a bumex infusion. This was later transitioned to oral bumex with bolus doses of intravenous (IV) bumex on an as needed basis. It also appears that the patient was treated with IV antibiotics. The reason for this treatment was not provided. At the time of this report, the patient remains hospitalized and his unos status have been moved up to 1a due to the hvad suction events and an inability to increase the vad's speed.